Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot number. It was reported the pt lost stimulation to his right side. Diagnostic testing revealed high impedance readings on multiple lead contacts. Surgical intervention will be undertaken to address the issue.